Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, two coils (subject device) were implanted. Following coils placement, imaging showed ¿a small clot formation at the neck of the aneurysm¿. The patient was fully heparinized at this time and was also given 600 mg of rectal aspirin. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with complete aneurysm obliteration. The physician reported the event was related to the index procedure, implanted coils and comorbidity of ruptured aneurysm.

Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, two coils (subject device) were implanted. Following coils placement, imaging showed ¿a small clot formation at the neck of the aneurysm¿. The patient was fully heparinized at this time and was also given 600 mg of rectal aspirin. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with complete aneurysm obliteration. The physician reported the event was related to the index procedure, implanted coils and comorbidity of ruptured aneurysm.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, two coils (subject device) were implanted. Following coils placement, imaging showed ¿a small clot formation at the neck of the aneurysm¿. The patient was fully heparinized at this time and was also given 600 mg of rectal aspirin. The thrombus was resolved without sequelae at the end of procedure. The procedure was successfully completed with complete aneurysm obliteration. The physician reported the event was related to the index procedure, implanted coils and comorbidity of ruptured aneurysm.